Manufacturer narrative:
Visual inspection of the returned device identified the post had fractured of the articular surface. All the fractured pieces were returned for review. There were some type of cosmetic damage such as nicks/gouges/dents/scratches are seen on the edges and proximal and distal surface of the articular surface. Dimensions were found conforming to print specifications where measured. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no other additional complaint against the related part and lot combination. A definitive root cause cannot be determined for how the articular surface fractured.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for a second time due to fracture of the articular surface. During the revision a fractured post from a previous revision was also removed.